Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and presented to the emergency department. A transmission observed the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing non-physiologic/ short interval counts (sic) and noise episodes. Real time electrograms showed cross talk oversensing. The therapies were turned off. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.